Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. It was reported that the patient stated that the device has not worked for quite a while. Patient stated they were having bladder problems and they went away but now they are having them again. Patient also mentioned they have problems with overactive bladder and they get up to go to the bathroom unnecessarily too much. Patient mentioned they used to have to catharize and now they don't have a prostate but sometimes it is a struggle to go but it is not like it was. Patient stated the programmer does not connect with ins and ins is at eos. Patient thinks eos may have been about a year ago. Patient asking about ins being replaced. Agent reviewed and redirected patient to their hcp. Patient asked about MRI compatibility, and agent reviewed. Patient does not have a managing doctor so agent emailed physician listings. (Con): additional information was received from the patient on 2025-05-09 they reported that the cause was not due to battery depletion and it was unknown and they got a replacement and no further action will be taken